Manufacturer narrative:
Investigation summary: it was reported that there are black dots, and damaged syringes and plunger rods. To aid in the investigation, two plastic bags with ten bulk packaged samples, for a total of twenty units, and nineteen photos were received for evaluation by our quality team. The plastic bags each have a label identifying the samples as lot number 1005454. A visual inspection was performed. Fourteen samples have embedded degraded resin and six samples are damaged. No other defects or imperfections were observed. The nineteen photos show some of the samples received. A device history record review was completed for provided material number 301035, lot numbers 0303688, 1005454 and 9337407. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. Verification of the alignment of the rails and equipment settings was completed finding them and product flow all acceptable. Frequency of inspections were increased in order to help mitigate the embedded degraded resin escapes. Investigation conclusion: based on the investigation and with the returned sample analysis the symptoms reported by the customer are confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. Embedded degraded resin. Molding process. The embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press. The degraded resin can break loose and be molded into components. The frequency of inspections was increased to mitigate these escapes. For damaged parts. A jam may have occurred at the assembly process inducing the damage. Verification of alignment of rails and equipment settings was done finding them all acceptable. Product flow was also good. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 50ml ll bns was damaged on 223 occasions and had foreign matter on 327 occasions. The following information was provided by the initial reporter: material no.: 301035, batch no.: 1005454. It was reported that there are black dots, and damaged syringes and plunger rods.